Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and lead system recorded a > 3k ohm pacing impedance measurement. All subsequent measurments have been normal. Some variability of r-wave measurements, however, the measurement recorded in the office was 13.0 mv.